Manufacturer narrative:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this supplemental report is required on december 24, 2015.

Event description:
Olympus medical systems corp (omsc) was informed that during holep procedure, the image of the subject device blacked out, displayed error code b30. The procedure was continued and completed using another device of the hospital. There was no pt injury reported.

Manufacturer narrative:
Omsc received the subject device for evaluation. The electrical contact of video connector was scratched. The surface of video connector was also damaged due to excessive force from the side. The video connector failed leakage test around the damaged area. Based upon the evaluation, video connector broke due to customer mishandling and occurred fluid invasion. As a result, the electric circuit board was broken and the image blacked out. This report is being submitted as a medical device report in an abundance of caution.